Event description:
It was reported that the patient presented in-clinic for a follow up check. Upon review, the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing. Programming changes were made on the device. Patient was stable.

Event description:
Additional information received indicated the patient had additional post paced t-wave over-sensing (pptwos) episodes noted on the implantable cardioverter defibrillator (ICD) which were discovered in clinic. The patient was asymptomatic. Additional programming changes were implemented, and the patient was stable throughout.